Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7117411.

Event description:
It was reported that during the mid trial, the patient was experiencing an allergic reaction due to the adhesive in the tape or topical adhesive used during the trial period to secure leads and bandages. The physician believed that this was not device related. It was noted that the patient had a history of bad allergic reactions to adhesives. X-ray was taken and showed lead migration. The patient went to the emergency room and was given topical steroid cream. The patients leads were re-secured onto the back using an ace bandage wrap and reprogrammed to capture pain areas. The patient had a successful trial and was doing well. The trial leads were removed and were not returned.